Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni and ckmb results generated by the access 2 instrument. The erronesously elevated accu tni result was 6.55 ng/ml and the ckmb result was 77.8 ng/ml. These results were reported out of the lab. The physician questioned the elevated results and the pt sample was retested in the lab. The accu tni result was 0.01 ng/ml and and the ckmb result was 1.8 ng/ml. Additional testing was cancelled after the corrected results were reported out of the lab. The customer indicated that there has been no change to pt treatment that can be attributed to this event.